Event description:
Additional information received indicated the patient underwent surgical intervention on 01sep2020 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing pain at ipg site due to weight loss. As a result, surgical intervention may occur late to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.